Event description:
Arrow large bore 3 lumen cvc kits catheters have been problematic, catheter itself is too flexible making placement difficult. Two separate catheters were tried in this patient with continuing issues with pulling, flushing, and high pressures on continuous renal replacement therapy (crrt). Ultimately put patient at risk as he had to undergo multiple procedures, required transfusion due to blood lost clotted in the filter and prolonged duration without crrt.